Event description:
Reported that 100 ml container of propofol was set up to run at a very low rate, nurse subsequently noted that entire container had run in over 7 minutes. Device showed volume infused as 1.275 ml. Patient had significant hypotension, with systolic into the 50's, requiring normal saline fluid boluses for stabilization. Reported failure could not be confirmed. The system was received with the disposable set, flo-stop safety clamp fitment was in the opened position. No visible damage to disposable set was observed. Event logs show that the device was powered on with 2 modules, and 6 minutes later, this module was programmed for propofol 1000 mg/100 ml at a rate of 9.45 ml/hr with a volume to be infused of 60 ml. The unit was powered down after infusing for ~7 minutes, delivering a total volume of 1.029 ml. Rate accuracy testing was performed, device passed with 0.2% error rate at 9.5 ml/hr. Device was opened and internally inspected, no abnormalities were discovered.